Event description:
It was reported that a power source alert, specifically a power source alert 07, occurred. There was no reported impact to the customer's blood glucose level, as the caller declined to provide specific values. The issue, having occurred in the past, was resolved by the customer through re-charging the pump with the same charging supplies, and the customer had previously received low power alerts and shutdown alarms due to the power source issues.